Event description:
Failure during case, explanation: ligamax misfired. Procedure: lps gb. Physician: dr (B)(6). Clinician: (B)(4). Po: MFR: ethicon distributor: (B)(4). RMA. Awaiting return call to confirm replacement and disposition instructions.